Event description:
During procedure using a jade balloon inside a stent in superficial femoral artery (sfa), the balloon ruptured during retrieval when the balloon got stuck on the strut of the stent and got deflated. It ripped the balloon in half. The distal tip of the balloon was retrieved using a snare. No fragments were left in-vivo. The balloon was not inflated at all. There was clinically significant delay to the procedure. The patient was stable, and a replacement balloon was used to complete the procedure without any issues.

Manufacturer narrative:
Manufacturer report number: 3003775186-2024-00314. Csi ID: (B)(4).